Event description:
Device 1 of 4: MFR reference report: 1627487-2019-03568, 1627487-2019-03570, and 1627487-2019-03571. It was reported that the patient was not getting adequate relief from therapy. On (B)(6) 2019 the leads were explanted and replaced. Patient has effective stimulation post operatively.